Event description:
It was reported that hours after a right atrium leadless pacemaker (ralp) was implanted there was no atrial capture and low sensing. On (B)(6) 2026, the ralp was checked again and still had no atrial capture and low sensing. An echocardiogram was performed and confirmed the ralp was still attached at the base. Before discharge, the physician ordered a chest x-ray; the x-ray was performed and revealed that the ralp had dislodged and migrated to the leg. The physician elected to retrieve the device, which had migrated to the coronary sinus, with no ralp replacement. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of failure to capture, p-wave amp variation and post-operation dislodgement could not be confirmed. Visual inspection showed that the helix length was within specification. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.